Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 200.0mcg/ml at 23.99mcg/day and dilaudid 1.0mg/ml at 0.1200mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2018 the patient reported that their pump was alarming since last thursday or friday. The patient was supposed to get a refill on (B)(6) 2018 but missed the refill due to being busy with their spouse. The patient was getting a refill on tuesday as the healthcare provider was out of office. The patient was also asking about MRI¿s as the patient had lower back problems going on. The patient was taking a lot of time taking care of their spouse and business and hadn¿t been taking time to take care of herself. The patient¿s lower back pain was pre-existing to the pump but because the patient was doing too much and straining herself, her lower back symptoms had gotten worse. No further complications were reported.